Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of superficial filler and tyndall effect are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of superficial filler and tyndall effect as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: coloration or discolouration of the injection area. Poor efficiency or poor filling/restoration effect."

Event description:
Healthcare professional reported patient was injected to the tear trough by another physician over 12 months ago with unspecified juvederm patient has some "concern" with their tear trough and "feels the filler is sitting too superficial." The reporting physician notes patient "may have the tyndall effect" and referred the patient to their injecting physician. No medical or surgical intervention was noted. Symptoms are ongoing.

Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further follow up information received from the healthcare professional confirms that there is no complaint against the device.

Event description:
Additional information: follow up information was received from the healthcare professional who reports they have "not experienced any problem with any of [allergan's] devices/products. Nor do [they] have a problem with any of [their] patients."